Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with mentor smooth round moderate profile 350cc saline prostheses several unexplained systemic symptoms post procedure. Menopause like symptoms were noted. The patient also reported back pain due to degenerative disc problems and stated she did not believe it was related to the breast implants. The patient also had a next surgery five years ago and it is not clear whether it was related to the implants or not. The patient stated that she gets yearly mammograms and the results have shown no issues. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-25545 for contralateral prosthesis report.